Event description:
The reporter stated the surgeon inserted a cc4204a collamer aspheric single piece lens and noticed the lens was tearing. The surgeon pulled the lens out of the patient's eye with no patient injury, no enlarged incision or sutures. Another same model lens was implanted.

Manufacturer narrative:
(B) (4). Method: lens work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions: based on the complaint history and the work order search, a specific root cause of the event could not be determined. (B) (4).